Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Relevant medical history: "rn doesn't recall" adult. Additional patient information requested, no further information is available.

Event description:
It was reported that the tubing had a leak while the nurse was hanging an antibiotic on adult. This event occurred in the emergency department.